Event description:
Dentist reported on a customer reply form that a pt had developed a post-operative infection and "loss of (dental) implant" following implantation of allograft bone void filler. Multiple attempts were made to obtain additional info from the dentist about the pt's medical status, but no additional info was provided.

Manufacturer narrative:
This medwatch form was completed with the info received from the initial reporter. Any missing or incomplete data is the result of the info not having been provided by the initial reporter despite multiple requests by the company. This adverse event was reported by the dentist following a retrospective review of related pt injuries requested by the company as part of the recall, and was not reported to the company at the time the incident originally occurred. The manufacturing and laboratory testing records for the subject graft were reviewed, and indicated that the product was manufactured according to procedure and met all required specifications. There were no deficiencies, irregularities or non-conformances associated with the processing of this graft. Donor suitability records were reviewed and the donor met all eligibility requirements. The tissue recovery organization which provided the donor tissue to the company was notified of this incident, and no additional reports of infection have been received by the company, or the recovery organization, involving this donor tissue. Based on these findings, the company's (B)(4) has concluded that there is no medical evidence to indicate that the graft was the proximate cause of the pt's infection. No further action is required, and this incident is considered closed.